Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the arm on (B)(6) 2017. The patient stated that upon removal of the sensor, the sensor wire was not attached. The patient's mother believed that the sensor wire was inside the patient's skin and stated that she contacted the patient's diabetes nurse. The nurse advised the patient's mother to go to the accident and emergency at the hospital if there were any signs of redness or infection around the sensor insertion site. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.